Event description:
It was reported that the customer had a comprised force sensor system error on the insulin pump. Customer stated that the insulin squirted out during manual prime and there were no numbers on the screen. Customer was unable to prime. Customer was asked to return the insulin pump for analysis. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during prime test due to faulty force sensor. No prime alarms were noted. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.